Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alerted gas loss. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to determine that unit was operating properly and will not need onsite service. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for customer use.

Event description:
N/a.